Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about a software change and that their blood glucose has changed from 490 mg/dl to 421 mg/dl and that they treated with 2.5 units. She had called earlier in regards to a complaint about air bubbles. She stated that she has had three no delivery alarms earlier. The customer is ready to upload the reservoir and believed she was doing it right and realized that she was not. She declined troubleshooting for high blood glucose because she believes that she is either eating too much or staying in the kitchen too long. Assisted the customer with a set change because she stated she had trouble filling one of the reservoirs. Stated that the tubing cap did not lock into place. She changed the set successfully. The pump is not returning for analysis. The reservoir and the infusion set are returning for analysis.